Event description:
The customer reported that respiratory therapist reported a flow error, but cannot duplicate the problem. He indicated that he checked the 12 page checkout and all test to specification. There was no information regarding patient associated with the event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.